Manufacturer narrative:
Reporter's phone number was not provided. The date of manufacture was not available. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the cutter device was broken. There was no information on whether there was a visual damage to the product prior to use. It was unknown if any of the fragments fell into the patients but all the fragments were retrieved. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, adverse consequences or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of manufacture was reported as unknown in the initial medwatch, the date of manufacture has been updated to sep 4, 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter tip was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive lateral or side to side force, which is component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During subsequent follow-up, it was reported that the fragment tip was removed and did not remain in the patient's body. There were no delays to the surgical procedure. There were no adverse consequences reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.